Event description:
The manufacturer received information alleging a ventilator alarmed for low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated, the sponge of the air inlet path assembly was observed to be partially peeled off. The device's inlet air path foam needs to be replaced to address the issue.